Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm on (B)(6), 2023. On (B)(6), 2023, when the dressing was removed because the dressing was peeling off and attempted to be changed, it was found that the catheter was damaged. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed. One 5 fr d/l powerpicc was returned for evaluation. An initial visual observation showed use residues throughout the returned device, and needleless injection caps returned attached to each luer of the device. Residues from securement techniques were dried along the proximal end of the catheter shaft. The powerpicc was functionally tested by flushing each lumen with water in a 12 ml syringe after pressurizing the PICC, and the device leaked at the 4 cm depth marker during this test along the catheter securement residues. A microscopic observation revealed a circumferentially aligned split in the catheter at the 4 cm depth marker. The split was observed at the securement area of the catheter where the glue was stuck onto the device. The catheter around the split had whitening around the edges of the split and a granular fracture surface. The split appeared to have rough surface edges as well. Polished marks likely from securement techniques were observed circumferentially along the edges of the split. The complaint of a leaking catheter is confirmed and was likely due to material fatigue, potentially related to securement techniques. Observations of the surrounding area of the split and the location of the split suggest securement could contribute to the failure; however other modes of failure may have contributed such as kinking or some material fatigue.

Event description:
It was reported that the patient had a powerpicc implanted via the right upper arm on (B)(6) 2023. On (B)(6) 2023, when the dressing was removed because the dressing was peeling off and attempted to be changed, it was found that the catheter was damaged. There was no reported patient injury.